Event description:
It was reported that the patient was suffering from frequent shocks. Lead damage was suspected. Both device and lead were explanted.

Manufacturer narrative:
The reported field experience was confirmed. Analysis found insulation abrasions at 4.0 cm from the helix, exposing both is-1 proximal and df-1 rv cables. Both the etfe insulations were also abraded, exposing the is-1 distal coil.